Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box data from the time of the reported incident has been overwritten due to continued pump use. A review of the pump history indicated that the last basal delivery occurred at 4:31am on (B)(6) 2014. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. No activity outside normal use was observed in the pump histories. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Event description:
On (B)(6) 2011, a case manager (cm) contacted animas via email to report that the patient was treated with food and/drink for a low blood glucose (bg) in the ER. The reporter stated that the patient was in with the diabetes educator at (B)(6) hospital. The patient had gone there to review use of infusion set. It was noted that the patient's bg had been elevated (readings not provided) possible due to issue with use of infusion set. The cm mentioned in the email that the patient had given shots of insulin to bring bg down lower. It is not known if the patient was still connected to the pump at the time insulin shot was administered. During visit with diabetes educator the patient's bg went down to 73 mg/dl and then lower (reading not provided). It is not known if the patient developed symptoms. It was reported that the patient took glucose tabs; however, when her bg was not coming back up as expected, the cde took the patient down to the ER. The reporter mentioned she believes the patient was only given food to bring up her bg. Animas customer support attempted to reach the patient on multiple occasions to obtain additional information and troubleshoot the pump; however, were unsuccessful in their attempts. On (B)(6) 2011 the patient placed a call to animas customer support due to high bg readings. At the time of troubleshooting, it was discovered that the high bg was as a result of a bent cannula. This complaint is being reported because the patient received treatment for hypoglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.